Event description:
During surgery, smoke and fire were noted coming from the microscope light source after the intensity was turned to high. Examination by bio-electronics staff revealed that the xenon lamp high voltage supply had burned up. Unit has been returned to co.